Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient was hospitalized for a blood glucose of 400 mg/dl with vomiting and abdominal cramps associated with a power issue on the pump. The reporter indicated that the patient received treatment with insulin injections and intravenous fluids. During troubleshooting of the event the reporter indicated that the pump battery compartment had stripped threads and the pump battery cap had stripped threads and damage to the top of the cap. The reporter indicated that the pump battery cap had not been replaced since starting on the insulin pump. This report is made based on the allegation of hospitalization associated with a an allegation of a pump power issue.